Event description:
It was reported that during implant, after multiple attempts to position the lead into the atrium the stylet could no longer be inserted. The atrial lead was not used and a new lead was implanted.

Manufacturer narrative:
.